Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: * on (B)(6) 2015, a medtronic representative went to the site to test the equipment and found the network port on the mobile view station (mvs) was broken. The issue was resolved upon replacing the bulkhead connector, the imaging system then passed all testing. * the ethernet coupler panel mount was returned to the manufacturer for evaluation, and an electrical failure mode was found during testing. The coupler had bent pins within the connector housing, causing an intermittent connection. Additionally, the metal tab intended to provide stability to the coupler while mounted was broken off. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not connecting to the navigation system. An orange line of communication was noted. In trouble-shooting, the external connector on the mobile view station (mvs) was bypassed. The issue was subsequently resolved by replacing the network bulkhead connector on the imaging system. There was no patient present when this issue was identified.